Event description:
A surgeon reported a patient's intraocular lens (iol) was explanted two weeks following initial implant surgery due to the patient's report of dizziness, distortion and glare. The replacement lens was a different lens model and patient reported some glare with it also, but stated she could see better after the lens exchange. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Results from product history record review indicated the product met release criteria. There have been no similar reports received for this lot of product.